Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. The complaint of overheating could not be confirmed but product did fail with sparks from ballast and an e-13 error. Cause of sparks and error is a defective electronic component. The complaint investigation has concluded the cause of the failure to be a defective electronic component. The device has been in service for over 7 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that when light source was being tested some sparks were seen from inside with sound and then it gets switched of by itself after a few seconds. One of the boards got burned. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.